Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion; guide cath: heartrail 5f jl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the preparation for use section of the trek rx coronary dilatation catheter, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the mid right coronary artery with moderate tortuosity, mild calcification and 90% stenosis. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was soaked and then air aspiration was performed inside the anatomy. The bdc was advanced to the lesion, where it was inflated to 10 atmospheres for pre-dilatation. When additional inflation was attempted, the balloon did not inflate due to a suspected balloon rupture. The bdc was removed from the patient anatomy without issue. The procedure was considered complete, since the lesion had been pre-dilated sufficiently. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.